Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices were manufactured in 2016 and show signs of extensive wear / usage. A dimensional / functional inspection could not confirm the stated failure mode. The devices were found to functional as intended and passed all the required gaging. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the captured distal screws were not aligning properly. S&n backup device was available but not used, technique without the guide and fluoroscopy was performed to finish the surgery. No delay nor injury was reported. No medical intervention was required.

Event description:
It was reported that during surgery the captured distal screws were not aligning properly. A s&n backup device was available but not used to finish the surgery, fluoroscope was performed to finish the surgery. No delay nor injury was reported.